Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot, part: 441.082s, lot: 1l39532, manufacturing site: (B)(4). Release to warehouse date: 24. Sept. 2018. Expiry date: 01. Sept. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A DHR review was not performed for this pi. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an implant surgery for acromioclavicular joint dislocation with a cortex screw, two locking screws and the lcp clavicle hook plate in question. There was no surgical delay. On an unknown date, the hospital found that cut-out had occurred at the acromion and the plate moved to a posterior position. The patient will undergo a removal surgery on (B)(6) 2019. The surgeon commented that in the first surgery, he was sufficiently attentive to the position of the plate, and he located the plate at the proper position. The surgeon commented that the plate was parallel to the acromion, and it is hard to imagine that a force was concentrated on the one point, but it is possible that the plate could move anterior or posterior easily. Also, he commented that the stress was concentrated on the hook, and bone erosion progressed at the acromion, and the cut-out occurred. According to the post-operation x-rays, the plate was placed in the proper position and fixed successfully. The patient was under the elevation restriction to 100°, but he could not raise his hand because of pain. No further information is available. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 2) unknown screws: cortex (part# unknown, lot# unknown, quantity# unknown) this report is for one (1) 3.5mm ti lcp(tm) clavicle hookpl 5h rt-12mm hook depth-ster this is report 1 of 1 for pc-(B)(4).